Event description:
Additional information received from a consumer reported the lead wires were burning along the right side. The patient did not have a healthcare provider (hcp) at the time of the report. If additional information is received, a follow-up report will be sent. Please see manufacturer report #6000153-2016-00089 and #6000153-2016-00090 for information on the patient's concomitant leads.

Event description:
Additional information received from the consumer reported that the patient was sending back follow up information previously requested by the manufacturer on (B)(6)-2015 and (B)(6)-2015.the patient stated that the letters she had received did not provide enough room for her to add all of her information, so the patient planned to type something up and mail it on (B)(6)-2016. It was noted that it had taken the patient this long because she had been sick. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information was received from the patient reporting that the ins was explanted due to infection. It was unclear if the patient had already been re-implanted or would be soon.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an infection in the area of the ins with redness, swelling, pain, and heat. The patient told her hcp it was hurting in (B)(6) 2015 and then notified him that it was infected on (B)(6) 2015. The hcp would not believe the patient so she fired him and changed doctors. It was so infected and necrotic that the patient¿s stomach was necrotic and there was so much juice in there that they had to wait almost nine months before the patient could be re-implanted. The machine stopped working because it was in juices. The patient started getting electrocuted because the juices were so bad and the wires were in it, and then it completely stopped working. The patient reported that they took it out, had to clean it all out, she was on antibiotics for three months, and then she was re-implanted. The patient saw her pain managing hcp for the infection and another doctor was her implanting surgeon. Refer to manufacturer reports # 6000153-2016-00089 and # 6000153-2016-00090 for the reports of this event for the patient¿s leads.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was placed in the abdomen and she was having issues with the ins. The patient saw her doctor three months ago regarding ins erosion when it first started. The doctor blew the patient off. The patient saw her doctor yesterday and he refused to do anything, he said it was just irritation and shifting of the ins. The doctor told the patient if she didn't like it she could have it removed. The doctor refused to care for the patient and she will no longer see him. The patient has horrific pain. The ins started to erode thru the skin, it was thinning her skin and was red, hot, painful, and swollen. The ins was also moving. The doctor stated that it was not moving, but it was turning and rotating. This was not an infection, just irritation. The patient cannot bend over or sleep at night since the pain was so bad. If the patient moves on it she screams from pain. There was no trauma or falls reported that could be related to this issue. No recent medical tests or emi environment exposure. There was no stimulation issue reported related to positional movement. No troubleshooting or intervention occurred. The patient does not have a doctor at this time. The patient reported two weeks later that she has an appointment with a new doctor on (B)(6) 2015. The indication for use included non-malignant pain. Additional information had been requested to find out if any intervention was required and to obtain the outcome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).